Manufacturer narrative:
The complaint of a subcutaneous leak was confirmed, but the exact cause is unk. Fluid leaked from two semi-circumferential splits in the 4 fr groshong tubing. The splits were located 3.8" and 4.0" from the distal tip of the strain relief oversleeve. The edges along each split were slightly rounded and glossy, which is indicative of frictional wear. The external surface of the groshong tubing was slightly glossy adjacent to the splits. It is possible that the catheter was in a location that was vulnerable to kinking; however, the exact cause of the damage is unk. No defects related to the mfg process were noted on the complaint sample. A chr of lot #reue0700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line has 2 holes at the 39cm mark, approx. 3cm inside the vein. (B)(6) pt. This occurred when giving gravity saline, not bolus chemo.